Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right atrial lead, not the right ventricular lead, that was repositioned and remains in use.

Manufacturer narrative:
Continuation of medical devices: dtma1qq ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the clinic for an appointment and became lightheaded and dizzy and received a shock for polymorphic ventricular tachycardia. The patient later experienced additional syncopal events and shocks. Device interrogation revealed high threshold. The right ventricular lead was revised and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had dislodged as a result of cardiac surgery the patient had.